Manufacturer narrative:
H11: patient city: (B)(6). Patient country: australia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in australia. On (B)(6) 2023, it was reported by the patient that he was hospitalized due to hyperglycemia and ketoacidosis. High blood glucose level was treated by manual injection. Ketone level was 1.4. No further information was available.